Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed and attributed to a connection between the pim board and the cpu board. The cause was isolated to the smart pneumatic module board. A smart pneumatic module board was sent to the service provider to resolve the report. Analysis of reports of this type has not identified an increase in trend.